Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap gastric sleeve - "the surgeon utilized a 12mm applied medical bladed trocar, in which he introduced an [] stapler. When the surgeon moved the stapler down, a piece of the distal end of the trocar broke off into the patient. The patient was not injured. 5 total ports were used, 3-5mm ports, 1-12mm port, 1-5mm port (for liver retractor to be introduced.)" Add info received via email from sales rep on (B)(6) 2017: "the surgeon placed an [] stapler down a 15mm trocar, during manipulation of the stapler the distal end of the trocar broke. It caused particulate on. All the pieces were removed from the patient. It was not a robotic procedure and the 15mm port was placed supra umbilical." Patient status - no patient injury.

Manufacturer narrative:
The brand name, model # and catalog # were corrected. The 510(k) number was corrected. The event product not was returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Event description:
Additional information received via email from territory manager on february 9, 2017:model is "c0r37. The packaging and trocar was thrown away at the time of the case. No lot # available."